Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During routine ear care at another hospital, the electrode lead which was exposed in the external auditory canal was inadvertently pulled, became dislodged, and was subsequently explanted.